Manufacturer narrative:
The lot number was not provided for either malfunction; therefore, a lot history review could not be performed. The devices have not been returned. However, one malfunction provided medical records which confirmed detachment and perforation but was inconclusive for tilt and retrieval difficulties. The other malfunction remains inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (B)(4).

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced detachment, perforation, tilt, and difficult to remove. This information was received from various sources. The malfunction involved a patient with no known impact to the patient. One patient was a (B)(6) year old male; weight was not provided. The other patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the two reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80250. H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for detachment and perforation, but is inconclusive for tilt and difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced detachment, perforation, tilt, and difficult to remove. This information was received from single source. The malfunction involved a patient with no known impact to the patient. The patient was a 32 year old male and weight was not provided.